Manufacturer narrative:
At this time, clinical innovations has little information on this unfortunate incident and we are trying to gather more information on how the kiwi product could have contributed to the suffocation of the infant. We will follow up with device investigation and any other details we get from the hospital where it happened.

Event description:
Infant passed during delivery due to suffocation. Two kiwi vacuum delivery systems were used during the delivery.

Manufacturer narrative:
Clinical innovations received a follow up report from the distributor that the infant did not pass away. The infant was resuscitated and intubated.

Event description:
Infant passed during delivery due to suffocation. Two kiwi vacuum delivery systems were used during the delivery.